Manufacturer narrative:
In april of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined that user error contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluids as well as improper delivered fill voumes. As a result of the interactions with the FDA, co reviewed the homechoice system and modified the pt at-home guide to increase awareness of those aspects of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring pt who report abdominal discomfort or who are unable to communicate essential info during treatment. Enclosed with this notification is a brief summary of the sections in the homechoice patient at-home guide which have been modified. Important info for homechoice users: the following info is intended to remind users of homechoice of important procedural info to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedural guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the pt. Uncontrolled flow of fluid could result in a pt being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Add'l care should be taken for those pt not able to communicate essential info to the caregiver during treatment. If any pt or pt caregiver suspects the pt has been overfilled, press stop immediately, arrow down and initiate a manual drain.

Event description:
Health care professional of home pt reported home pt became overfilled during apd treatment on homechoice machine. Healthcare professional reported home pt filled twice without a drain. Per rn, home pt was admitted to emergency room and was drained manually. Per rn, home pt was released, did manual exchanges the following day and completed treatment on the homechoice machine that evening. Rn did not attribute the overfill to the homechoice device but to user error. Home pt subsequently died 2 days after the overfill. Per rn, cause of death could not be determined, but believed to be the result of a stroke or cardiac complications, rn does not relate death to the homechoice device.